Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitors for the ablation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitors were returned to the manufacturer for evaluation. Testing found that the monitors functioned as designed and the reported issue could not be replicated. Other relevant device(s) are: product ID: 9735719, serial/lot #:(B)(4); product ID: 9735719, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the monitors of the ablation system both had visual evidence of humidity condensation accumulating in the monitors. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.